Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia after a site and supply change, with a sensor glucose around 285 mg/dl and intermittent continuous glucose monitor signal dropouts, while also administering 2 units by injection concurrently with the pump before receiving education to disconnect if injecting off-pump. Symptoms included elevated blood glucose. Outcomes included troubleshooting and education, confirmation of insulin delivery through tubing, a full supply change with resumption of insulin, and shipment of replacement supplies. Investigation included technical support assessment and user counseling. Investigation of this case revealed that scar tissue at the infusion site and potential infusion set or site-related delivery issues were considered, cgm connectivity interruptions occurred, and insulin flow through the tubing was confirmed after re-supply. It was concluded that the cause of hyperglycemia was unclear, with possible contribution from infusion site issues and cgm intermittency, and that the device functioned as designed after supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.